Manufacturer narrative:
Upon received at boston scientific's post market laboratory the catheter was first visually inspected and no abnormalities were detected. When tested for leaks the catheter passed all positive and vacuum pressure tests. However, when the catheter was connected to a known good system and test ablations were performed, they received error messages or the outer balloon pressure values were just below the error tripping point. The catheter was dissected, and a leak was identified in the adhesive at a connection point for the outer balloon pressure system. Due to this pressure leak the catheter would have intermittent difficulty maintaining outer balloon pressure which could lead to the kind of failure observed in the field. The cause is determined to be device design due to the leak around the adhesive.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure several error messages were displayed. During preparation for a procedure a polarx fit balloon was selected for use. However, when the electrical cable was plugged in, the error message, error 1 - 00004000-2: console detected blood in the catheter was displayed. The physician checked the catheter for physical damages but none was observed, subsequently the physician decided to replace the catheter. The preparation of the second catheter was successful and case proceeded, however, during the ablation of the first vein left superior pulmonary vein (lspv) the error message error 1 - 00000020-2: outer balloon pressure is too high was displayed. The cryo cable was swapped out and the physician began to ablate again in the lspv. Again after 122 seconds an outer balloon pressure error was observed canceling the ablation. The physician decided then to restart the console, replace the tank, and the cryo cable but the ablation was halted with an outer balloon pressure error just beyond 2 min. Finally, the physician decided to abandon the case with three out of four veins isolated. Procedure was cancelled without patient complications. The device has been received for analysis.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure several error messages were displayed. During preparation for a procedure a polarx fit balloon was selected for use. However, when the electrical cable was plugged in, the error message, error 1 - 00004000-2: console detected blood in the catheter was displayed. The physician checked the catheter for physical damages but none was observed, subsequently the physician decided to replace the catheter. The preparation of the second catheter was successful and case proceeded, however, during the ablation of the first vein left superior pulmonary vein (lspv) the error message error 1 - 00000020-2: outer balloon pressure is too high was displayed. The cryo cable was swapped out and the physician began to ablate again in the lspv. Again after 122 seconds an outer balloon pressure error was observed canceling the ablation. The physician decided then to restart the console, replace the tank, and the cryo cable but the ablation was halted with an outer balloon pressure error just beyond 2 min. Finally, the physician decided to abandon the case with three out of four veins isolated. Procedure was cancelled without patient complications. The device is expected to be returned for laboratory analysis.